Manufacturer narrative:
The insulin pump was received with partial display due to cracked and bleeding glass on the lcd board. The insulin pump had cracked case at the display window corners, cracked lcd window, missing the end cap sticker and with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a partial blank display from the insulin pump. The customer's blood glucose reading is unknown. The mother stated that the pump screen is half black with partial display. The mother stated that the customer is using an energizer aaa alkaline battery. The mother also stated that there is a crack on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.